Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, several episodes of noise were encountered during first follow-up on the ventricular channel. All measurements were correct and stable. The noise was reproduced during the follow-up when the patient lied on the side of the implant. A reintervention took place on (B)(6) 2024, and everything appeared normal, with psa measurements from the same lead remaining stable. The device was reconnected, and it was assumed that the issue was likely related to the connection.

Event description:
Reportedly, several episodes of noise were encountered during first follow-up on the ventricular channel. All measurements were correct and stable. The noise was reproduced during the follow-up when the patient lied on the side of the implant. A reintervention took place on (B)(6) 2024, and everything appeared normal, with psa measurements from the same lead remaining stable. The device was reconnected, and it was assumed that the issue was likely related to the connection.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Investigation summary: review of the quality documents confirmed that the subject lead and pacemaker were manufactured and approved in accordance with accepted standards. Review of the provided files confirmed the reported noise episodes during the night of (B)(6) 2024. A reintervention was performed on (B)(6) 2024, to check the connection between the device and the ventricular lead and confirmed that the connection was found to be adequate. Considering the oversensing morphology, the recording duration, and the fact that detection was programmed in unipolar mode since (B)(6) 2024, the most likely hypothesis explaining the event is related to an external source, potentially myopotentials from the diaphragm. No issue is suspected with the subject lead and pacemaker. This case is retained and utilized for trending purposes. Please refer to the attached report.